Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 128 mmol/l. The repeated result was 137.82 mmol/l. Sample 2: the initial result was 126 mmol/l. The repeated result was 135.90 mmol/l. The repeated results were tested on a c311 module. The repeated results were believed to be correct. The samples were repeated as the initial results did not match the patients' clinical history. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found two pipes in the washing station of the reaction cells were deteriorated and broken which caused a random and deficient washing of the cells. He replaced the rinse unit tubes. The module components (sipper, ise drain port, and ise dilution cup) were cleaned and the ise solutions were changed. Checks and reagent purges were performed without problems. The investigation is ongoing.